Manufacturer narrative:
The device sample was rec'd by the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record), the product concha neptune, serial # (B)(4) was manufactured on 02/24/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.

Event description:
The event is reported as: the customer alleges that the heater shuts down during use and will turn back on after a few minutes. The unit was replaced and the patient was fine. No report of a patient injury.